Manufacturer narrative:
The manufacturer's international service technician could not confirm the reported issue. The manufacturer's international service technician could not duplicate the reported issue. No fault was found.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported the unit is alarming. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.